Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) county medical examiner with no information. Information identified in the paperwork indicated the patient died approximately three months post implant of the ipg system approximately 1 ½years ago.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: 407645, implanted: (B)(6) 2011; product ID: 407658, implanted: (B)(6) 2011. (B)(4).